Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tested all energy ports on the generator using the fse's test instruments and energy cords. All monopolar and bipolar energy ports were working properly. It was suspected that the blue bipolar energy cords used by the hospital during the case were faulty. The fse offered to test the hospital's bipolar energy cords. The fse also informed that those cords have a lifespan of 20 uses or 25 reprocesses, so it was recommended that they start tracking the number of uses. The fse also recommended that they have a new unopened blue bipolar energy cord on hand during cases that they can try when their other energy cords are not working. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer was unable to use bipolar energy. The customer had tried replacing the instrument, replacing the energy cord, and using both bipolar ports of the integrated electrosurgical unit (iesu) but the issue remained. The technical service engineer (tse) reviewed the logs and found no errors. The tse did confirm that the generator was recognizing the instrument, and that the surgeon was pressing the correct foot pedal for bipolar activation. The customer then tried power cycling and hard power cycling the generator, but the issue persisted. The customer then opted to use the force triad external generator but experienced the same issue. The instrument was moved to another universal surgical manipulator and there was no change. The tse inquired if the customer monitored the energy cable usage to which the customer stated that they do not, the customer tried a third energy cable. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noticed that the bipolar function was not working when they had access to the abdomen and tried to cauterize the median umbilical ligament. The customer then tested the monopolar energy on the peritoneum, and it did work. There was no significant blood loss with the use of the monopolar energy. The patient has not returned to the hospital for any complications. There were no additional tests other than a repeat urinalysis prior to return to or.

Manufacturer narrative:
On 04-dec-2024, intuitive surgical, inc. (Isi) received FDA medwatch report (MDR) with uf/importer report #(B)(4) stating: "the robot was docked, and instruments inserted it was noticed that the bipolar cautery was not firing. The generator was attempting to fire but there was no effect on the tissue. Bipolar cord was switched to no effect. A different bipolar instrument was then used to no effect. Circulator called the davinci stat help line. Circulator tried the various ways to correct the issue that the tech support representative tried to no effect. Another generator was brought in but the bipolar still would not produce the energy."

Event description:
Refer to h11 for follow-up information.